Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-rays. Upon troubleshooting actions, fse identified that the high-voltage transformer was faulty and that there was an hv symmetry issue. Fse replaced the high-voltage transformer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's footswitch failed to allow exposures to be performed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-rays. Upon troubleshooting actions, fse identified that the high-voltage transformer was faulty and that there was an hv symmetry issue. Fse replaced the high-voltage transformer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The product UDI, reporting address line 1 and the reporting address city have been updated.